Event description:
It was reported that a system error (se) 2240 alarm (air in set) occurred on the homechoice (hc) device during use. The caregiver (cg) reported that they had to have the patient start over with new supplies after having the alarm. The technical service representative (tsr) checked the alarm log and found the se 2240. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The tsr explained the alarm and the possible causes. The tsr also explained that the patient could continue performing automated peritoneal dialysis (apd) therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.